Manufacturer narrative:
The user reported receiving glucose suspend alerts. Based on initial escalation analysis, a sensor replacement was approved due to system performance. The sensor was returned for further investigation. In-house testing of the returned sensor showed optical instability in all four channels, which was also observed in the sensor in-vivo data. This optical instability was attributed to delamination of internal sensor components, confirmed via microscope. The user opted not to undergo a new sensor insertion; therefore, an RMA was issued for the return of the sensor only.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.an RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.